Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. In addition, the anvil shaft was received bent and scratched. The device was tested for functionality with a test anvil and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the anvil became bent, it should be noted that in order to package the device, the anvil shaft had to be in good condition, attached to the device and the device closed. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sigmoid colectomy procedure, the anvil shaft on device was bent, not allowing it to be attached to handle. It is unknown how the device became damaged. Another device was used to complete the procedure. There was no adverse consequence to the patient.